Event description:
A malfunction alarm was reported with code malf 12, which did not result in the customer's blood glucose level exceeding the threshold. Technical support provided information on resetting the pump and assisted the customer in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to reach out if the issue arose again. There was no adverse impact to the customer's blood glucose level.